Event description:
It was reported that a peritoneal dialysis (pd) patient was having a hernia. The patient stated being unable to complete continuous ambulatory peritoneal dialysis (capd) due to the hernia and the pd nurse advising them not to due to medical issues. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a potential temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and the patient event of hernia. However, it is unknown if the hernia was pre-existing prior to the patient being initiated on pd therapy or if the hernia developed during pd therapy. Only 4.9% of pd patients develop hernia after the initiation of dialysis. The type and location of the hernia are unknown. Patients on pd therapy are at risk of developing a hernia for several reasons including increased stress on the muscles of the abdomen. It is unknown if pd therapy exacerbated the patient¿s hernia; however, the patient did report being advised not to complete capd due to the hernia. There is no allegation of a device malfunction or deficiency causing the patient¿s hernia. Based on the available information and no allegation or evidence of a malfunction or deficiency related to the hernia, the liberty select cycler can be excluded as the cause of the hernia.

Event description:
It was reported that a peritoneal dialysis (pd) patient was having a hernia. The patient stated being unable to complete continuous ambulatory peritoneal dialysis (capd) due to the hernia and the pd nurse advising them not to due to medical issues. Attempts to obtain additional information were unsuccessful. No further information pertaining to the hernia is known.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. As received treatment was performed and encountered supply lines blocked alarm. Found patient sensor display value out of specification. Replaced patient sensor and is now within specification. Ran a as received treatment without any failures or problems. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, and safety clamp. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.